Event description:
The pt has a femur fracture about 1 month post op. A second surgery was performed to treat the fracture with 3 cables. The head and the insert were replaced. Ref MFR report: 3005180920-2013-00071.